Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in room 993 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found there were bent pins in the communication cable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2010 to 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.